Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. Two photos accompanied the complaint file in which the distal and proximal portions of the aspiration catheter can be seen. No damages were noted on the device. The rest of the device was not shown in the photo and cannot be evaluated. The second photo shows what appear to be biological material on a gauze. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the malfunction were identified. The customer complaint cannot be confirmed with the evidence available. This investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Imaging files were received, and the review was made by an independent physician the results are shown below: ¿the narrative is supported with an image, which is a roadmap image showing the tip of the catheter in the carotid siphon. The image does not contribute to further understanding of the case. There is a clear description of the case where the catheter seems to be used with ¿snaking technique¿ which is not recommended per IFU. Steam shaping the tip was attempted, which is not what this catheter is designed for. The description of the ¿pieces¿ that came off of the catheter in the process does not warrant a conclusion as to what that may have been. Theoretically this can be due to a number of things such as heating material from contamination in the first pass (blood, clot), saline, hydrophilic coating, jacket material etc. Analysis of the returned device may lead to a better understanding¿. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b: procode is nry/qjp. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The complaint was submitted with a photograph of the device and procedural images, which are pending further analysis. A manufacturing record evaluation was performed for the finished device 31364337 number, and no non-conformances related to the malfunction were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a thrombectomy, the doctor first attempted to place a 132cm cereglide 71 catheter (nic71132c, 31364337) without support and had difficulties reaching the ophthalmic artery. With an unspecified microcatheter and an unspecified micro guide, he was able to reach the clot. After the first pass (aspiration + stent), since the artery was not completely occluded, a second aspiration pass was necessary. He again tried to advance the cereglide without support. Once again, it got stuck before the ophthalmic. Despite the sales representative recommendations, he still wanted to pre-shape the cereglide with steam. When removing the mandrel, he retrieved some ¿pieces¿ from the cereglide. Visually, the integrity of the catheter is normal. There were no procedural delays due to the event. The doctor stipe using the catheter and use another non j&j catheter. The procedure was successfully completed. Additional event information received on 02-apr-2025 indicated that ¿no particular¿ excessive force used with the device. An adequate flush was maintained through the devices.

Manufacturer narrative:
Manufacturer ref#: pc-(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during a thrombectomy, the doctor first attempted to place a 132cm cereglide 71 catheter (nic71132c, 31364337) without support and had difficulties reaching the ophthalmic artery. With an unspecified microcatheter and an unspecified microguide, he was able to reach the clot. After the first pass (aspiration + stent), since the artery was not completely occluded, a second aspiration pass was necessary. He again tried to advance the cereglide without support. Once again, it got stuck before the ophthalmic. Despite the sales representative recommendations, he still wanted to pre-shape the cereglide with steam. When removing the mandrel, he retrieved some ¿pieces¿ from the cereglide. Visually, the integrity of the catheter is normal. There were no procedural delays due to the event. The doctor stiped using the catheter and use another non j&j catheter. The procedure was successfully completed. Additional event information received on 02-apr-2025 indicated that ¿no particular¿ excessive force used with the device. An adequate flush was maintained through the devices. Two photos accompanied the complaint file in which the distal and proximal portions of the aspiration catheter can be seen. No damages were noted on the device. The rest of the device was not shown in the photo and cannot be evaluated. The second photo shows what appear to be biological material on a gauze. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the malfunction were identified. Imaging files were received, and the review was made by an independent physician the results are shown below: ¿the narrative is supported with an image, which is a roadmap image showing the tip of the catheter in the carotid siphon. The image does not contribute to further understanding of the case. There is a clear description of the case where the catheter seems to be used with ¿snaking technique¿ which is not recommended per IFU. Steam shaping the tip was attempted, which is not what this catheter is designed for. The description of the ¿pieces¿ that came off of the catheter in the process does not warrant a conclusion as to what that may have been. Theoretically this can be due to a number of things such as heating material from contamination in the first pass (blood, clot), saline, hydrophilic coating, jacket material etc.. Analysis of the returned device may lead to a better understanding¿. The device was returned to j&j medtech for further evaluation. A non-sterile 132cm cereglide 71 catheter was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, one slightly compressed condition was found in the braided mesh at 0.50cm from the distal end of the device. No abnormalities in appearance were observed in other parts of the product. The gauze with the unknown residues shown in the provided picture was not returned for evaluation. Microscopic inspection was performed through the entire device's length and no abnormalities were found in device's integrity. The distal end was found with residues of dried blood. As the device integrity was found not compromised, the issue regarding the presence of device's pieces during removal could not be confirmed. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis, and no additional damages reported on the photos nor during product investigation were found. The compressed condition found is suspected to have appeared during the post-operational handling of the device since it was not originally reported in the complaint. Although no conclusion could be reached as to the cause of the event reported, the instructions for use (IFU) contains the following precautions: - carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure and patient. Do not use a device that has been damaged in any way; replace with another intermediate catheter. A damaged device may cause complications. Do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could damage the device or cause patient injury. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.